Manufacturer narrative:
(B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the hydrophilic tip of the preloaded guidewire of the truetome got partially detached to the rest of the guidewire, exposing the very tip of the metal corewire. Reportedly, no part of the guidewire detached into the patient. The procedure was completed with a second truetome jag 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".